Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the ax55g stapler did not fire. It was unknown how the case was completed. There was no consequence to the pt.